Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen display was delayed and the screen did not come up. The blood glucose level was unknown at the time of incident. The customer also reported that the insulin pump gives the failed battery test alarm and also no delivery alarm. The device will not be returned for analysis.